Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between supply line of a homechoice cassette and supply bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. The patient stated one of the supply bags had disconnected from the supply line of a homechoice cassette. The renal therapy service agent (rtsa) assisted the patient in clearing the alarm and advised the patient to start therapy over with new supplies. The patient stated they had not seen any damage with the shipping carton or overpouch. The connections had seemed normal and secure. The homechoice device had not been exposed to any excessive force; the patient was unsure why the bag had disconnected from the line. The rtsa reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.